Manufacturer narrative:
The MFR is attempting to acquire the explanted device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was experiencing low flow and red heart alarms. It was also reported that loud sounds could be heard coming from the pt's pump/chest wall but the pt was asymptomatic. Log files and waveforms were submitted to the MFR for eval. The pt was admitted to the hospital and started on heparin and integrilin drips due to suspected thrombus. While in the hospital, the pt was reportedly found unresponsive. A head CT confirmed a hemorrhagic stroke and support was subsequently withdrawn.